Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four devices ((B)(4)) used during the same procedure. It was reported to boston scientific corporation that four speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, two or three of the bands released at the same time and some would not deploy. The same issue occurred with the other three speedband superview super 7 devices, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2610 for the reportable issue of bands failed to deploy. Problem code 1484 relates to the reportable issue of bands prematurely deployed. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four devices (10078351, 10078576, 10078558) used during the same procedure. It was reported to boston scientific corporation that four speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, two or three of the bands released at the same time and some would not deploy. The same issue occurred with the other three speedband superview super 7 devices, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. Additional information received on 27sep2018. It was reported that this device was destroyed after checking that the bands failed to deploy and was not used on a patient or a procedure.